Event description:
It was reported by the patient via the zimmer biomet complaints mailbox that the spf malfunctioned. The patient stated that the fusion never took and screws were loose suggesting malfunction of the bone growth stimulator resulting in continued, sometimes severe, pain. The patient also stated that it resulted in spine and posture becoming bent over, both titled to the left and forward. The patient had to use a walker and underwent a major revision surgery (B)(6) 2024 with triple fusion where it did not take at l4-l5 as well as placement of iliac bolts to straighten the spine, plus removal of the stimulator. The patient stated that the pain and suffering from this has been profound no further consequences were reported. The patient declined to provide additional information. There is no indication of device return for further evaluation.

Manufacturer narrative:
Section b3: date of the event is unknown. Additional information: b4: date of this report, b5: additional narrative, d4: expiration date, g3: date received by manufacturer, h4: device manufacture date, h6: evaluation codes. This follow-up report is being submitted to relay additional information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment.

Event description:
It was reported by the patient via the zimmer biomet complaints mailbox that the spf malfunctioned. The patient stated the unit that was placed on (B)(6) 2021 that malfunctioned with fusion not taking place. This lack of fusion and malfunction of the bone growth stimulator caused pain and misery with additional surgery on (B)(6) 2024 where the unit was removed. No further consequences were reported. There is no indication of device return for further evaluation.

Manufacturer narrative:
Age at the time of event is unknown. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.